Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen does not respond when pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.